Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a button error as well as motor error alarm. Customer¿s blood glucose value was unknown. Customer stated that the insulin pump had a no delivery error. The device will not return for the analysis.

Manufacturer narrative:
Pump received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm due to buttons not responding. Motor passed motor test. Pump received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted.